Event description:
It was reported that during a da vinci s myomectomy procedure, the user facility identified a broken cable on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken pitch cable at the instrument's wrist. The clevis did not exhibit any damage or wear marks but cable segment that contains the crimp was missing. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.